Manufacturer narrative:
Follow-up #1 date of submission 04/04/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 03/24/2016 with the following findings: a review of the black box data showed no activity related to the complaint. Evidence of moisture corrosion was observed in the battery compartment. No damage was observed. The pump¿s current draws were found to be within specifications. No overheating occurred during testing. The pump cover was opened and no further moisture was observed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. It was noted that the pump was exposed to salt water but has no visible damage. There was no indication that the product caused or contributed to an adverse event.